Event description:
In 2001, a pt underwent implantation of staar model aa4203tl intraocular lens in their left eye. During insertion, the capsule tore. The surgeon stated that the pt had a weak point in the anterior capsulotomy. The lens was removed and the doctor performed a vitrectomy.